Event description:
An optometrist reported a case of bilateral night glare, observed at ten months post lasik treatment. Pt noted the glare is bad at night. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).